Event description:
Device issue: none. Adverse event: perforation requiring surgical intervention. Onset of adverse event: during the procedure. It was reported that the clinical diagnosis was 90% stenosis of the left anterior descending artery (lad) at the 1st diagonal, 90% stenosis of the mid lad, which is a long segment, total occlusion of the left circumflex. It was reported that the xience v did not cross the lesion (unk which vessel). A xience v 2.75 x 28 was deployed in the distal lcx and a perforation occurred. The pt experienced cardiogenic shock, bradycardia, hypotension. The stent delivery system (sds) balloon was inflated to 8 atmospheres, the pt became hemodynamic stable after prolonged balloon inflations for 5 minutes, but there was persistent chest pain. The sds balloon was deflated and angiogram of the lcx revealed there was still extravasation. A 3.0 x 19 unk covered stent was attempted but was unsuccessful. The pt had persistent chest pain and a drop in blood pressure. Cardio echo showed small amount of pericardial effusion without inferior vena cava plethora (ivc plethora). The pt was given fluids and atropine dopamine, put on extracorporeal membrane oxygenation system (emco system) and sent to cardio vascular surgery (cvs). Emergency cardio artery bypass graft surgery was performed. The pt's condition was stable after CABG.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The stent delivery system was discarded. A follow-up will be submitted with any relevant info.